Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized for three days due to hyperglycemia as well as diabetic ketoacidosis on july but it was not related to the insulin pump. The customer blood glucose level was 400 mg/dl. Customer¿s mother stated that customer was just getting over being sick while she was traveling when she returned she was feeling bad. Customer stated that she was nauseous and had cramps and the nausea turned into vomiting. Customer was took off the insulin pump and they gave her fluids and insulin via intravenous. Customer stated that the hospital failed to provide the root cause of the diabetic ketoacidosis without doing additional test that she declined. The device will not returned for analysis.